Manufacturer narrative:
Device received evaluation pending.

Event description:
Reportedly, there was an explant, due to severe regurge. There was: pannus overgrowth; leaflets folded back; tissue over sewing rings. There was no signs of structural failure.